Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care nurse (nicu) nurse notes the rewarm should have been completed this morning, however the patient was still 36.2c in an arctic sun device. Esophageal probe in place properly. No secondary core temperature, but axillary reads 36.2c and skin reads 35.9c, water temperature (wt) was 35.2c. Explained that a slight variation in temperature could sometimes be expected due to the electrical resistance in the probe or cable. They wanted to know if they should end arctic sun therapy and turn the bed warmer on instead. They have already traced the pads and increased the room temperature. Explained they could not make that decision, however the device was still making warm water and working to warm the patient. Recommended they speak to the health care professional (hcp) for this decision.

Event description:
It was reported that the neonatal intensive care nurse (nicu) nurse notes the rewarm should have been completed this morning, however the patient was still 36.2c in an arctic sun device. Esophageal probe in place properly. No secondary core temperature, but axillary reads 36.2c and skin reads 35.9c, water temperature (wt) was 35.2c. Explained that a slight variation in temperature could sometimes be expected due to the electrical resistance in the probe or cable. They wanted to know if they should end arctic sun therapy and turn the bed warmer on instead. They have already tacoed the pads and increased the room temperature. Explained they could not make that decision, however the device was still making warm water and working to warm the patient. Recommended they speak to the health care professional (hcp) for this decision. Per follow up information received via task on 12jun2025, spoke with nurse who confirmed the doctor ordered to discontinue treatment early and increase vent warmers in the room and use warm blankets instead of the pads. The device remained in service without evaluation. They would be unable to provide a sn because they did not know which device it was.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Esophageal probe in place properly. No secondary core temperature, but axillary reads 36.2c and skin reads 35.9c, water temperature (wt) was 35.2c. Explained that a slight variation in temperature could sometimes be expected due to the electrical resistance in the probe or cable. They wanted to know if they should end arctic sun therapy and turn the bed warmer on instead. They have already tacoed the pads and increased the room temperature. Explained they could not make that decision, however the device was still making warm water and working to warm the patient. Recommended they speak to the health care professional (hcp) for this decision. Per follow up information received via task on 12jun2025, spoke with nurse who confirmed the doctor ordered to discontinue treatment early and increase vent warmers in the room and use warm blankets instead of the pads. The device remained in service without evaluation. They would be unable to provide a sn because they did not know which device it was. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.